Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided. No product available for return.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a reservoir was used. After surgery, it was hard to lock the reservoir. It was replaced to another reservoir in the ward. Further details are not provided . No sample will be returned. There were no adverse consequences to the patient.